Event description:
Healthcare professional reported ¿developed a hematoma the next day¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of hematoma is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Hematoma. A review of the Device History Record has been completed. No deviations or non-conformances noted.